Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm or prime/fill anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been having low and high blood glucose. Customer¿s blood glucose level was above 587 mg/dl at the time of the incident. Customer stated the lowest one she has noticed was in the 30 mg/dl. Customer stated that she treated for the high blood glucose by changing her set and then bolused 7.36 units with the pump. Customer stated when she woke up on sunday she was still high at 195 mg/dl, customer increased basals by 10%. Customer treated low blood glucose with two granola bars and took off her pump then two hours later she was low again. Customer declined troubleshoot for high and low blood glucose. Product will not be returned for analysis.